Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a follow up appointment the cardiac resynchronization therapy defibrillator (crt-d) showed a longevity gray bar with question marks for a longevity estimate on the programmer. Upon review of the device file the correct battery longevity was available and normal. No patient complications have been reported as a result of this event.